Manufacturer narrative:
Identifying information of the part, such as the part number and lot number of the device was not reported to paragon 28. Devices are not expected to be returned for the manufacturer review/investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that a patient underwent a lapidus arthrodesis surgical procedure and utilized a paragon 28 phantom nail system. The lapidus nail was reported to have broken post-operatively. The implantation date was not provided by the initial reporter and the implant was not removed.